Event description:
Brush head are falling out...colored rings in the pack was broken - oral-b [device breakage] product counterfeit - oral-b [product counterfeit]. Case narrative: consumer via phone stated that the oral-b toothbrush heads were falling out of the oral-b toothbrush and the colored rings on the oral-b toothbrush heads were broken. No injury was reported. 02-oct-2024 product investigation results: the product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.

Manufacturer narrative:
02-oct-2024 product investigation results: product return was received and identified as a non-genuine oral-b product; it was not manufactured under p&g control.

Event description:
Brush head are falling out...colored rings in the pack was broken - oral-b [device breakage] case narrative: consumer via phone stated that the oral-b toothbrush heads were falling out of the oral-b toothbrush and the colored rings on the oral-b toothbrush heads were broken. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.